Manufacturer narrative:
The nurse reported that the alarms on this central nurse's station (cns) are not audibly alarming. Nihon kohden technical support (ts) provided the caller some troubleshooting tips, but they wanted someone to come onsite to perform the troubleshooting. Technical support advised them to have the biomedical engineer call back to further troubleshoot the issue. Nihon kohden contacted the biomedical engineers to confirm if there was a device failure and if the issue has been resolved, however, they have not yet responded. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information was requested from the customer, but it was not provided. Therefore this field contains no information (ni).

Event description:
The nurse reported that the alarms on the central nurse's station (cns) are not audibly alarming.

Event description:
The nurse reported that the alarms on the central nurse's station (cns) are not audibly alarming.

Manufacturer narrative:
Details of the complaint on 08/06/19, customer at (B)(6) health system reported the cns-6201a (pu-621ra sn: (B)(6)) alarm was not audible. The alarm indicator was lighting up and bedside monitor's alarm was audible. The volume settings were turned to the maximum volume and alarms were not disabled. Service requested customer requested for nk support onsite. Service performed customer was advised to ensure the nk display's sound output was plugged into the cns's audio input port. Customer was advised to have their local biomed contact nka for further troubleshooting. Customer later reported the unit was repaired in-house. The speakers plugged into the cns were found to not be functioning. They were replaced to resolve the issue. Investigation result the cns warranty began on (B)(6) 2017. The reported issue occurred after over 2 years at customer facility. Review of device sap history found no previously reported issues relating to alarms or volume. The root cause is determined to be failure of external speakers. The reported issue did not involve an nk device malfunction or deficiency. D11 & c2: concomitant medical device information was requested from the customer, but it was not provided. Therefore this field contains no information (ni). Additional information: b4. Date of this report; d11 & c2: concomitant medical device; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? Additional information; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative; the following fields are not applicable (n/a) to this report: a2 - a6; b2; b6; b7; d4 lot # & expiration date; d6 - d7; d9; f10; g6; g8; h7; h9.